Event description:
It was reported that the patient with this right ventricular (rv) lead was seen in clinic for a lead evaluation. Technical services (ts) advised pacing and shock impedance measurements were high out of range. The patient also received inappropriate anti-tachycardia pacing and an inappropriate shock was delivered due to oversensing of noise on the rv lead. Ts advised there is no capture on the rv lead. An x-ray was performed and confirmed the rv lead was fractured. Tachy therapy was turned off and the device reprogrammed. After reprogramming the patient's ejection fraction had improved. Additional information has been requested but not provided at this time. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead was seen in clinic for a lead evaluation. Technical services (ts) advised pacing and shock impedance measurements were high out of range. The patient also received inappropriate anti-tachycardia pacing and an inappropriate shock was delivered due to oversensing of noise on the rv lead. Ts advised there is no capture on the rv lead. An x-ray was performed and confirmed the rv lead was fractured. Tachy therapy was turned off and the device reprogrammed. After reprogramming the patient's ejection fraction had improved. Additional information provided this rv lead has subsequently been explanted. Another rv lead was implanted to complete the procedure. This rv lead has not been returned at this time. No additional adverse patient effects were reported.